Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 24.1 mmol/l. Insulin pump had insulin flow blocked alarm and customer perform 5.0 unit fixed prime cannula and insulin exit the tubing. Customer treated the high blood glucose with a bolus on the insulin pump. Auto mode feature was not active or not at the time of event. The device will not be returned for analysis.